Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. The most probable cause of the complaint is component failure. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken, the image is not displayed, and the protector of the video cable section is cut. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video telescope had lens damage and a loose light cable. The issue occurred during a therapeutic endo-hernia procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video telescope had lens damage and a loose light cable. The issue occurred during a therapeutic endo-hernia procedure. The procedure was completed using a similar device. There were no reports of patient harm.